Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported he was experiencing high blood glucose. The customer stated the insulin pump alarmed no delivery during prime. Blood glucose was 460 mg/dl; treated with manual injection. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and prime again; the insulin pump did not alarm no delivery. Customer was advised the device is working as designed.